Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer reported that she was found unconsult and paramedics were called and took her to the hospital. The customer's blood glucose was 40 mg/dl at the time of the incident. The customer's blood glucose was 60 mg/dl at the time of hospitalization. The time of the hospitalization was 7pm and the date of the hospitalization was (B)(6) 2015. The customer declined to troubleshoot for the low blood glucose. The insulin pump will not be returned for analysis.